Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. No unexpected no delivery alarm was noted. The following physical damage was found: minor scratches on the display window, scratched reservoir tube window, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4)

Event description:
The customer reported via phone call that he has been having issues with no delivery alarms. The patient's blood glucose at the time of incident was 255 mg/dl. The customer stated that yesterday he changed the infusion set and had to rewind and prime with the pump two or three times before it functioned properly. The pump was inspected and there were no apparent anomalies on the device or the tubing. Additionally, the customer was recently hospitalized since he felt lethargic and had chest pain. The patient's blood glucose at the time of hospitalization was 180 mg/dl and later 220 mg/dl, which was treated with the pump. The customer also had high blood pressure. There was an absence of no delivery alarms that day of hospitalization. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.